Manufacturer narrative:
Additional information: a medtronic representative reported that three screws were placed 1.2 cm medially and that the fourth was placed properly. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Additional information: patient age, gender and ID provided.

Manufacturer narrative:
Patient information was unavailable from the site. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure with navigation system there was an alleged inaccuracy as 3 screws were placed inaccurately. The site re-spun with the imaging system and regained accuracy. The screws were found to have been placed medial to the pedicle while the sagittal plane was unaffected. The surgery was completed after revision of the screw location. The surgery was completed without the use of imaging system and navigation system. There was a delay of less than 1 hour. Patient was affected as the screws had to be replaced.